Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 previously reported event is included in this follow-up record. Supplemental rationale corrected data: b5, h10 1 event was previously reported during the reporting period; however, - 1 previously reported event in this report is being reported under device code 1162 (unintended power up), pr# 2377973. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes <noe> 0 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 1 event was reported for this quarter. Product return status. 1 device investigation type has not yet been determined. Additional information. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device experienced a fail-safe problem that could result in unintended activation. 1 event had no patient involvement; no patient impact.